Event description:
It was reported that, "surgeon had patient in for follow-up after (B)(6) surgery and noticed connector broken then went in to replace. He replaced broken extender, put in new rod and new blockers on construct. Last surgery on this patient was (B)(6) 2012."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.